Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not appearing after server migration. A technical support specialist (tss) found issue where newly added patients in the emr were not appearing in the medbank cabinet, prompting temporary patient creation and later reconciliation, confirmed that medbank had been receiving admissions normally, but certain patients only sent a03 (discharge) messages instead of a08 or rde updates, preventing proper admission on the med bank side, mentioned misconfigured hl7 template segment had also caused patients to display as temp, which was corrected to prevent future occurrences, confirmed that epower documents was no longer sending the required message types, and the matter was escalated to the interface engineer, who resolved the issue by restarting the relevant service, confirmed with ccer that the system was functioning correctly, with no further issues reported. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had patient record did not appear in the system after the server migration. And customer reported that emr software and the cabinets are not synced properly. There were no delay or adverse events or injuries reported based on this event.